Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the event occurred in a sleeve gastrectomy procedure using a gst60g and a psee60a on the first gastric firing. During first firing of case, upon return of knife blade to home position, a long thin (approx 3/4¿ long) shaving of green plastic from the stapling cartridge was pushed out of the hole in the stapler at the proximal portion of the cartridge half (the home position of the knife blade where the carriage of the knife blade is exposed). Surgeon removed plastic shaving prior to removing stapler from patient and continued case with same stapler with no further incident.